Event description:
It was reported to depuy acromed that a moss miami magnum polyaxial screw broke post-operatively at the base of the screw head. It was initially implanted in 2000. A revision surgery was required in 2001 to remove the broken screw and replace with another screw. There were no other adverse consequences to the pt. Co is currently conducting an eval of the returned screw.